Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Blood glucose level was 26 mmol/l. Customer reported that last week patient was admitted in the hospital due to high blood glucose level. Customer was okay now and was at home again. No further details given. The reservoir will not be returned for analysis.